Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The 90% stenosed and severly calcified target lesion was located in the interventricularis anterior artery. The physician managed to introduce the guide wire, but while attempting to cross the lesion with a 3.0x28mm taxus liberte drug eluting stent, the first strut of the stent lifted up. The stent delivery system was then removed. The procedure was completed with an unknown size balloon. No further patient complications were reported.

Manufacturer narrative:
Returned device analysis can confirm the reported complaint. Visual and microscopic examination of the returned device revealed distal stent damage. Some of the stent struts were raised. Distal stent damage is consistent with the device meeting some form of restriction during insertion. Several severe kinks were found along the shaft of the device. This type of damage is consistent with excessive force having applied to the device through some form of restriction. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be handling damage.